Event description:
A female patient experienced sudden pain right eye 3-4 hrs after inserting new o2optix lens & use of aquify mps. Removed lens, then slept approx. 2 hrs. Upon awakening, still painful & swelling. Returned to sleep, then awoke at about 2 am with severe pain, increased swelling & extreme light sensitivity. Waited until morning, then sought treatment at walk-in clinic. Informed she had scratched her eye & referred to local ER. ER physician confirmed eye scratched/ulcer & prescribed unspecified antibiotic solution for 24 hrs. No improvement, symptoms worsened. Returned to ER next day with very poor vision. Admitted to hospital for 4 days with progressive improvement in vision. Discharged 2006. Ophthalmologist reports visual acuity 20/50, right eye, the next day ofc. Visit with infection healing well & continued use of drops on a wkly basis. Follow up visit scheduled in one week. Optometrist reports unspecified improvement in va, right eye two months later visit, but still requires a stronger degree of spectacle correction. Sev. Requests for further info. Have been made. No add'l info avail.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectuous corneal ulcer." As there was no product returned or lot information provided, no detailed investigation can be performed.